Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise, which initiated auto mode switch episodes. The noise could be reproduced with provocative maneuvers and arm rotations. The device could not be reprogrammed due to oversensing myopotentials in unipolar configuration. The lead remained implanted and the patient would continue to be monitored.